Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the electrical connection failure due to the user connecting the video connector of used endoscope to the subject device without sufficiently drying the electrical contacts of the video connector. It was presumed that due to this electrical connection failure, the communication between the subject device and the endoscope occurred, and consequently the scope communication error b30 occurred. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa (B)(4). Olympus (B)(4) checked the subject device and found that the error b30 occurred as reported and the image of the subject device was not displayed, and also found that the electrical contacts in the video connector socket had failure, corrosion and evidence of water ingress. Oekg surmised that the electrical contacts failure might be caused the reported issue. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event.